Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating that the device displayed a speaker malfunction inop and did not produce sound. No adverse event occurred. A philips bench repair technician (brt) viewed the device and confirmed the speaker cable was connected and intact. The brt replaced the loudspeaker assembly. Afterwards, the device passed all functional tests. Based on the information available and the testing conducted, the cause of the reported problem was faulty loudspeaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Reporter phone # (B)(6). Reporting institution phone # (B)(6).